Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load into the jaws properly. The hospital has reported no pt injury. Date device expires: 4/30/2001.